Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date - device was not explanted. Initial reporter occupation - the reporter was the patient. Device manufacture date - unknown due to unknown part number/lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and complaint files.

Event description:
The patient reported that she went in for an angiogram and had an angio-seal device implanted. The patient stated that her leg was weak and she could not walk without a cane. She fell down the stairs and had an ambulance take her to the ER. She reported that her doctor would not return her call or would not treat her. The patient is experiencing pain in the groin on and off.